Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing and a decrease in the r wave amplitude. Programming changes were made. The patient was in stable condition.